Manufacturer narrative:
(B)(4). Additional information: it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the pxr35 device was returned in good visual condition and with no staples present. No functional test was performed.

Event description:
It was reported that during a plastic procedure, the device was not stapling well. The clips are not closing according to the surgeon and resident appears to be a laxity to the mechanism. When you pull the handle on the stapler, the stapler will fire correctly but when you continue to squeeze, it breaks. There were no patient consequences. Case completed with a skin stapler that finally worked.